Event description:
Device report from synthes reports an event in the UK as follows: it was reported that instrument broke on an unknown date during surgery due to wear and tear and needs replacing. When threading the drill sleeve into the plate, the threads of the drill sleeve stripped and the tip of the instrument broke. This report is for one (1) lcp drill sleeve 5 f/drill bits ø4.3. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: photo investigation the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment ((B)(4) lister - lcp 4.5mm drill sleeve broke during surgery). Visual analysis of the photo revealed that the lcp drill sleeve 5 f/drill bits ø4.3 was broken from the distal tip. Photo evidence provided is of poor quality, breakage of the tip is partially visible, however, stripped condition cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the lcp drill sleeve 5 f/drill bits ø4.3. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 323.042, lot: 2l73068, manufacturing site: (B)(4), release to warehouse date: 04 march 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.